Event description:
It was reported that the patient presented for a scheduled follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing. The clinic will continue to monitor the patient. No intervention was performed. The patient experienced no adverse consequences.